Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("by patient's request the physicians remove essure"), device breakage ("devices have to be pulled but could break and a fragment could remain, so it is necessary to have another surgery") and menorrhagia ("menstrual hemorrhage for 15 days (without leaving the chair because they cannot move)") in female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required), and experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), gastritis ("stomach inflammation"), pelvic pain ("pelvic pains"), fatigue ("tiredness"), anaemia ("chronic anemia"), pain ("pain"), myalgia ("muscle pain"), dyspepsia ("digestive problems"), nervous system disorder ("neurological problems"), gastrointestinal inflammation ("abdominal inflammation"), arthralgia ("hip pain"), amenorrhoea ("menstrual period disappeared"), adverse event ("important symptoms/ changes") and menstrual disorder ("changes in menstrual cycle"). The patients were treated with surgery (surgery to remove essure) and surgery. Essure was removed. At the time of the report, the medical device removal, device breakage, menorrhagia, gastritis, pelvic pain, fatigue, anaemia, pain, myalgia, dyspepsia, nervous system disorder, gastrointestinal inflammation, arthralgia, amenorrhoea, adverse event and menstrual disorder outcome was unknown. The reporter provided no causality assessment for adverse event, amenorrhoea, anaemia, arthralgia, device breakage, dyspepsia, fatigue, gastritis, gastrointestinal inflammation, medical device removal, menorrhagia, menstrual disorder, myalgia, nervous system disorder, pain and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25_apr_2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed 646 cases. Device breakage. The analysis in the global safety database revealed 1618 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this non-medically confirmed case report refers to an unspecified number of consumers who had essure (fallopian tube occlusion insert) inserted and experienced menstrual hemorrhage for 15 days (without leaving the chair because they cannot move). It was reported that by patient's request the physicians remove essure and devices have to be pulled but could break and a fragment could remain (seen as suspicion of device breakage), so it is necessary to have another surgery. These events are regarded as anticipated according to the reference safety information for essure. This case was reported with limited information. In this particular case, the exact reason for essure removal was not specified. Based on the nature of the events, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("by patient's request the physicians remove esssure"), device breakage ("devices have to be pulled but could break and a fragment could remain, so it is necessary to have another surgery") and menorrhagia ("menstrual hemorrhage for 15 days (without leaving the chair because they cannot move)") in an unspecified number of consumers who received essure. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient started essure. On an unknown date, the patient experienced medical device removal (seriousness criteria medically significant and clinically significant/intervention required), device breakage (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criterion medically significant), gastritis ("stomach inflammation"), pelvic pain ("pelvic pains"), fatigue ("tiredness"), anaemia ("chronic anemia"), pain ("pain"), myalgia ("muscle pain"), dyspepsia ("digestive problems"), nervous system disorder ("neurological problems"), inflammation ("abdominal inflammation"), arthralgia ("hip pain"), amenorrhoea ("menstrual period disappeared"), adverse event ("important symptoms/ changes") and menstrual disorder ("changes in menstrual cycle"). The patient was treated with surgery (surgery to remove essure) and surgery. Essure was withdrawn. At the time of the report, the medical device removal, device breakage, menorrhagia, gastritis, pelvic pain, fatigue, anaemia, pain, myalgia, dyspepsia, nervous system disorder, inflammation, arthralgia, amenorrhoea, adverse event and menstrual disorder outcome was unknown. The reporter provided no causality assessment for medical device removal, device breakage, menorrhagia, gastritis, pelvic pain, fatigue, anaemia, pain, myalgia, dyspepsia, nervous system disorder, inflammation, arthralgia, amenorrhoea, adverse event and menstrual disorder with essure. Company causality comment: this non-medically confirmed case report refers to an unspecified number of consumers who had essure (fallopian tube occlusion insert) inserted and experienced menstrual hemorrhage for 15 days (without leaving the chair because they cannot move). It was reported that by patient's request the physicians remove esssure and devices have to be pulled but could break and a fragment could remain (seen as suspicion of device breakage), so it is necessary to have another surgery. These events are regarded as anticipated according to the reference safety information for essure. This case was reported with limited information. In this particular case, the exact reason for essure removal was not specified. Based on the nature of the events, a causal relationship cannot be excluded. This case was regarded as incident because device removal was required. A product technical analysis is being sought.